Event description:
Cancer infusion center outpatient was ordered fluorouracil 46-hour infusion to be delivered via c-series homepump which was connected on (B)(6) 2024 by the rn at the infusion center. Patient returned to infusion center on (B)(6) 2024 and it was observed that the pump had not delivered any of it's contents. When examining the ball it was noted the ball was not decompressed, appeared hard and the same size when it was connected. All clamps were open and slid across the lines properly. The tegaderm was in place on patient's abdomen and port flushed without any difficulty. A new pump was prepared and connected on (B)(6) 2024. C-series homepump, model c270050, lot # 30264514.